Manufacturer narrative:
H.6 code 4647 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27298.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella support and during support, the automated impella controller (aic) was not charging when plugged into power. The aic plug was noted to have a visible fractured wire. Aic to aic changeout was preformed without issue. The patient experienced pulseless electrical activity arrest and cardiopulmonary resuscitation was preformed. However, return of spontaneous circulation was unable to be achieved. The patient expired and the relationship between the impella and cause of death is unknown.